Event description:
Device 4 of 4. Reference MFR. Report#: 1627487-2019-02809; reference MFR. Report#:1627487-2019-02810; reference MFR. Report#:1627487-2019-02811.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 4 of 4: reference MFR. Report#: 1627487-2019-02809, reference MFR. Report#:1627487-2019-02810, reference MFR. Report#:1627487-2019-02811. It was reported that the patient underwent surgical intervention wherein the scs system was explanted. No further information is known at this time.